Manufacturer narrative:
Retainer ring = black. On oct 13, 2021, the customer alleged no delivery alarm, keypad unresponsive, cosmetic damage on the screen and sg reading different from the bg readings. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad, cracked select button keypad overlay and peeling keypad overlay. Thus software was utilized and downloaded trace/history files properly. In further full review found two no delivery alarms in the pump history on (B)(6) 2021 at 18:11:46 during bolus delivery and at 18:13:24 during bolus delivery. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. No "no delivery" alarm during testing. The test guardian link with the watertight tester and the test contour next blood glucose meter communicating properly to the pump. Pump programmed with sg and bg value and all registered properly in the summary history noted. All buttons function properly. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The j1 connector on pcba 1 was locked properly during visual inspection. No stuck key alarm found in the daily history. Pump passed the keypad voltage test. The force sensor offset measured within spec range during testing (23.8 mv). The motor was tested outside of the device on the stb3 and passed. In summary, pump passed all required testing. Customer alleged not confirmed for no delivery alarm, keypad unresponsive and sg reading different from the bg readings. Cosmetic damage at the screen was not confirmed, however, other cosmetic damage was noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive keypad. No harm requiring medical intervention was reported. The insulin pump will not be returned for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.